Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s cuff had a leak, it was sent for investigation. There was no patient involvement.